Event description:
It was reported that there was an issue with touchscreen responsiveness, and the pump would not turn on, followed by a malfunction. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.